Manufacturer narrative:
The device has not been made available for evalustion. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Consumer alleges he was sitting in a tilted position and as he was lowering himself back to an upright position something allegedly broke and the seat allegedly free fell which allegedly threw the consumer to the floor.

Manufacturer narrative:
The shaft retainer bolt came off. The bolt and nut were replaced and the unit is working properly.

Event description:
Consumer alleges he was sitting in a tilted position and as he was lowering himself back to an upright position something allegedly broke and the seat allegedly free fell which allegedly threw the consumer to the floor.